Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer failed common mode/wrist electrode test due to a loose egg connector on the lem (link electronic module) printed circuit board assembly. Analysis also found the printer made noise when printing, the system fan was noisy, right keyboard hinge was broken, and the upper hinge plate was broken. It was noted the power cord bay was missing the door. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.